Event description:
A glucose post-mod customer contacted beckman coulter inc. (Bec), reporting three (3) erroneously high glucose module (glucm) results were generated while running in critical rerun mode on the unicel dxc 800 pro synchron chemistry analyzer. No erroneous results were reported out of the laboratory. The results were rerun in duplicate mode on an alternate instrument. It is unknown which of the lower patient results were reported out of the laboratory. The results provided by the customer are shown. Patient treatment was not affected in this event as the customer runs glucose samples in duplicate mode and verifies results prior to reporting.

Manufacturer narrative:
Biorad qc material was acceptable prior to event. A bec field service engineer (fse) was dispatched and found tube gel in the modular chemistry (mc) collar wash. This was due to customer sample preparation issue, sample integrity. The fse replaced the collar wash. The glucose reagent syringe was also replaced, although no indication of this part failing. Root cause is unknown to date. Investigation is still ongoing.